Event description:
The clinician reported that over 2 years after the dental implant was placed in ada site 18 in the patient's mouth, the implant lost osseointegration in type ii bone. The clinician reported pain, inflammation and possible bone loss (mesially) in this patient with good oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.